Event description:
It was reported that there was no sound for the alarms at the central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.